Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 05-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.